Event description:
This patient is a participant in study, and experienced this event post approval. Patient with a history of neck pain for greater than one year was previously treated with medication (narcotics, non-narcotics and anti-inflammatories), injections and physical therapy. Patient was implanted with prodisc-c at c5-c6. Patient was evaluated at 6 weeks, 6 months, 12 months, 18 months, 24 months and 36 months. Patient reported exacerbation of arm and neck pain with numbness at 25 mos post implant. Patient was treated conservatively, and reported worsening neck facet numbness and worsening cervical pain with numbness, and wished to have surgical intervention. Patient underwent prodisc-c removal at c5-c6 with acdf fusion and adjacent level fusion at c6-c7.

Manufacturer narrative:
Manufacture site and manufacture date cannot be determined without a lot number. Subject device was part of a study. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Determined that this event is consistent with prodisc-c post market experience, and no investigation of this event is necessary based on comparison with approved device trends. Post study, a thorough training program for surgeons and sales consultants was put in place. Surgeons and sales consultants must complete the training program prior to performing prodisc-c total disc replacement surgery.